Manufacturer narrative:
The device has not yet been made available for evaluation. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Alleges going back into his building when the unit stopped. Alleges unit engaged itself and started going backwards. Alleges turning unit off and took out the key but it continued to go backwards. Alleges it went approximately 100 yards and then it hit a hole and tipped over and landed on him.

Manufacturer narrative:
An fst evaluated the device and replaced with a new device in the field. The new unit is working properly. The old unit was returned as per the fst but it cannot be located for evaluation.

Event description:
Alleges going back into his building when the unit stopped. Alleges unit engaged itself and started going backwards. Alleges turning unit off and took out the key but it continued to go backwards. Alleges it went approximately 100 yards and then it hit a hole and tipped over and landed on him.